Event description:
Customer reports to have severe low and high blood glucose. Customer reports to have had blood glucose of 50 mg/dl, and treated with food. When customer checked blood glucose again it was 30 mg/dl, which was also treated with food. Customer's blood glucose at the time of call was 165 mg/dl. During troubleshooting it was found that drive support cap appeared normal, customer was not admitted for medical treatment, customer was disconnected during rewind / prime sequence. Troubleshooting could not continue as call was dropped. Customer did ot answer phone when called back. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).